Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 2,500 ohms, with loss of capture (loc). The patient implanted with this device system was not pacer dependent. An invasive revision procedure was performed and this lead was surgically abandoned and replaced. No adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.